Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported the infusion set cannula became bent when it was inserted. She stated the cannula was not bent when it was removed from her body. She experienced elevated blood glucose in the 200 mg/dl range. Her normal blood glucose range is 90-191 mg/dl. She bolused to lower her blood glucose. She stated she also had bronchitis which may have contributed to elevated blood glucose. She also experienced bleeding at the infusion site. She used the insertion device to insert the infusion set. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.